Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, upon interrogation, this pacemaker displayed an estimated remaining longevity of 1.5 years. The device had been implanted for approximately 1.5 months. Premature battery depletion was suspected. Subsequently it was reported that the patient was admitted to the intensive care unit. Device interrogation revealed loss of capture (loc) and right ventricular (rv) pace impedance measurements of less than 200 ohms. The patient was seen for a revision procedure where the device was explanted and the lead was capped. There were no additional adverse patient effects reported.